Event description:
Customer reported that pump became hot to touch, and temperature alarms were recorded in pump history. Customer's blood glucose level read "high," exceeding 500 mg/dl. Customer took corrective action with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support planned to replace the pump with a refurbished one equipped with updated software, instructed customer on storage mode, and steps for receiving replacement, while customer acknowledged instructions for returning problematic pump.